Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pinched tubing was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 04/19/2022 and 04/20/2022. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of suction during a case. There was no patient injury.